Event description:
It was reported that the patient underwent an explant procedure because the patient had suffered a fall and the spinous process was fractured. The patients spacer had migrated significantly as a result and had a lateral rotation. The patient also experienced loss of pain relief about a week prior to the explant procedure. The explanted device will not be returned for analysis as the facility retained the device.